Event description:
The customer reported moisture damage, a blank display and a hairline fracture on the casing. Troubleshooting was performed, but the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked case at the display window corner.